Event description:
It was reported that a smiths medical pump alarmed no disposable pump wont run, air in line, patient not affected. Rv: 10.6, rate: 2.2, given: 81.45. No further information available.